Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/17/2014 with the following findings: the display is dim, fading, and reddish.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display his report is made based on the results of an investigation completed on 04/17/2014.